Manufacturer narrative:
The device was returned for analysis, and visual inspections were performed on the returned device. The reported material separation was confirmed. The failure to close the foot assembly (mechanical jam - foot) could not be replicated in a testing environment as it was based on operational circumstances. Based on the information reviewed, it is likely the device interaction with the patient anatomy during the advancement/insertion caused the plunger assembly separation during removal, this subsequently caused the inability for the user to closed the foot assembly (mechanical jam) as the needle still connected to cuff in the foot assembly which required further user interference to open the device apart to be able to pull the needle and close the foot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 device code 2921 removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral intervention procedure. Reportedly, when removing the plunger, only one needle came out and the foot plate could not be retracted. The proglide device was opened and found the needle lodged preventing the foot plate from retracting. Hemostats were used to dislodge the needle and retract the foot plate. The proglide device was removed with no issues. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.